Event description:
Central line catheter was threaded without difficulty. Placement verified in superior vena cava, by x-ray. Rptr was unable to remove stylet; it seemed to be stuck. Saline and pressure were applied approx one and a half inches above the insertion site while attempting to withdraw stylet. In the interim, the white cap attached to the guide wire fell off. During these events there was a phone consultation with the clinical rep. Rptr was unable to remove stylet and catheter had to be removed.